Manufacturer narrative:
The insulin pump was received with intermittent escape and act button response due to flattened button dome switch. The pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell on the floor but there was no damage. The insulin pump will be returned for analysis.